Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated that when she removed the cassette door after pd treatment she noticed fluid inside of the cassette door of her dialysis cycler. The cycler had alarmed for patient line blockage but the warning could be bypassed. The pd patient stated she was able to complete treatment using the cycler and had been completing continuous ambulatory peritoneal dialysis (capd) therapy during her current treatment without issue. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. The nurse confirmed the patient was trained on performing stat drains as well as manual peritoneal dialysis therapy and confirmed no treatment was missed. Per pdrn no prophylactic medications or additional medical intervention was required as a result of the reported fluid leak. The set was discarded.